Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. There was blood in the inflation lumen. There was a tear in the proximal cone of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the radiopaque marker that could have contributed to the damage. The tip was damaged. Inspection of the remainder of the device revealed no other damage or irregularities. Review of the product specification indicates the rated burst pressure (rbp) of the complaint device. There is no indication the device was inflated over rbp. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 3.50mm x 12mm nc emerge® balloon catheter was advanced for post-dilatation. However, during the second inflation at 11 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 3.50mm x 12mm nc emerge® balloon catheter was advanced for post-dilatation. However, during the second inflation at 11 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.